Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06050. It was reported the pt experiences pocket heating while recharging. The field representative is scheduled to meet with the pt and review charging procedures. Follow-up is pending.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.